Event description:
It was reported by service report that the cot had a broken head assembly and replaced wheel assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head section assembly pivot bracket; wheel assembly.